Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) received a shock. The patient felt fine before the shock. Boston scientific technical services (ts) advised patient to keep trying to contact the physician. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.